Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was observed to have fractured. The patient was noted to have chronic systolic heart failure due to a history of non-ischemic cardiomyopathy, ventricular arrhythmias and complete heart block. An invasive procedure was performed. The lead was surgically abandoned and replaced. During an unrelated procedure 5 years later to replace another manufacturer's cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead, the pocket was opened and the lead was noted to be entwined with a mesh pouch in the pocket. The lead was successfully untangled from the pouch and the pouch was removed. The muscle bed was then observed to have a lot of oozing and attention was diverted to achieving hemostasis. Another manufacturer's magnetic resonance imaging (MRI) compatible implantable cardioverter defibrillator (ICD) system was implanted and this lead was not MRI compatible and therefore, was explanted. No additional adverse patient effects were reported.